Event description:
It was reported that the patient faced infusion set issues on (B)(6) 2026, since patient reported infusion set spring detached from outer ring of inserter prior to insertion prior to insertion.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.